Manufacturer narrative:
The investigation is ongoing. Further information will be available in the final report.

Event description:
The allegation is that the patient was on the arjo mattress when the fire happened. The exact cause of the fire was not currently established; however, it is suspected that a patient smoked a cigarette, which was the cause. The patient passed away as a result of a fire. According to the information received by an arjo employee, the mattress that was allegedly in use for the patient treatment was the arjo foam mattress.

Manufacturer narrative:
The investigation is still ongoing. Further information will be available in the final report. H3 other text : device is not available for the inspection.

Manufacturer narrative:
The initial allegation was that the patient was lying on an arjo mattress when the fire occurred. The exact cause of the fire has not been established; however, it is suspected that the patient may have been smoking a cigarette, which could have triggered the fire. The patient passed away as a result of the incident. According to information received by an arjo employee, the mattress allegedly used during the patient's treatment was identified as an arjo foam mattress. Following further information gathered, the arjo clinical advisor, together with the customer representative, reviewed the rental contract and found no record of an arjo foam mattress being present at the customer site. The customer concluded that the mattress initially suspected to be an arjo product was, in fact, a non-arjo device. However, the mattress is no longer available for inspection, and the customer does not have access to it. It was determined that no arjo device caused or contributed to the fire or the patient¿s death. The arjo device was not in use for the patient¿s treatment at the time of the incident. This incident was reported to the authorities due to the initial allegation that the patient was using an arjo mattress at the time of the fire and subsequently died. However, following clarification, it was confirmed that arjo device was not involved in the event. As the event does not involve an arjo medical device, and no arjo product contributed to the incident or patient outcome, it does not meet the criteria for reporting.